Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported arrhythmia remains unknown.

Event description:
During a left ventricular end systolic volume procedure, the patient became hemodynamically unstable, and expired. After mapping the left ventricle and radiofrequency applications without interruption of the arrhythmia, a new map was completed. During this hemodynamic instability was observed including bradycardia, hypertension, and sweating. The hemodynamicists was called in, cardiac catheterization was performed, angioplasty with implantation of two stents, cardiac compression was started, and shock was delivered, without success. There were no alleged performance issues with any abbott products and it is unknown what caused the patient to become unstable.